Event description:
During a stapled hemorrhoidectomy procedure, the surgery time was extended and the surgeon had to do some variation to the surgical technique by suturing the circumferential anal canal as well as removing one remaining hemorrhoid by milligan-morgan technique. The doughnut of mucosa was not complete; the staples could not be fully fired and closed. Moreover, while closing the device, the surgeon did not hear the "crunch" of the washer and was wondering if the gun had been fired. There was no reported pt consequence and one device is being returned.